Event description:
The battery charger for the device frequently fails. The outlet contact falls out of the charger. This continues to occur after a second revision of the charger was released. Manufacturer response for epidural pump, (brand not provided) (per site reporter): to sell us a replacement charger.